Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the tool cards all had red x¿s and displayed disconnected in the cranial software. Rebooting the system resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.